Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A review of the production floor was conducted. Samples of tubing sets were taken and visually inspected using a black light to verify that the solvent was in each join and the amount was adequate; no discrepancies were detected. Samples of products were taken and visually inspected with the camera vision system to verify that the skin adhesive was properly assembled; no discrepancies were detected. A device history record (DHR) review was performed and found no discrepancies or abnormalities relevant to the complaint. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the cannula stayed stuck inside the patient's skin. This issue was found immediately upon use as the medication would not circulate. No patient injury was reported.